Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the transmitter and sensor stopped sending out signals to insulin pump. The customer had high blood glucose level of 500 mg/dl. The troubleshoot was performed for sensor. And the customer declined troubleshoot for high blood glucose. The product was not returned for analysis.